Manufacturer narrative:
An osseotite® tapered certain® implants 3.25 x 13mm (xifnt3213) was returned for investigation. The reported driver was neither returned or identified. Visual inspection of the as returned product identified minor wear about the implant threads from usage. Functional testing was performed for the returned product and it was determined that all three implants assembled, retained, and disengaged as normal with mating drivers. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported implant was ultimately not placed during surgery. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2017061530. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017061530) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck components) or products ( xifnt3213 + biomet 3i implant drivers). Therefore, based on the available information, device malfunction has not occurred. However, the functionality of the reported driver could not be verified without its return for testing and the reported event could not be verified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that during implant placement a driver could not disengage from the implant (xifnt3213). Procedure was unable to be completed.